Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the reload was fully fired. Damage to one staple pusher was observed consistent with the case of a back extruded staple. The reload was loaded into a post market vigilance instrument (0202) for functional testing and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the back extruded staples may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user as follows: - ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. The surgeon resected the pulmonary parenchyma with a stapling reload. Then resected the leftover tissue with another reload, however, the staples at the distal end were malformed. The staples were stuck on the connective tissue. The surgeon removed the staples from the tissue with tweezers. There was no patient harm. The status of the patient is no problem.